Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer transported to hospital due to low blood glucose of 2.8 mmol/l. The customer forgot to rewind the insulin pump before putting in the reservoir. This resulted in a over delivery of insulin. The insulin pump will not be returned for analysis.